Manufacturer narrative:
(B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the coupler ac zoom would not focus was confirmed. It was found that there was moisture inside the optical system and the lenses were broken. The device was scrapped by the manufacturer as the repair costs exceeded the purchase price of the device. The identified failures are a result of incorrect handling of the device, possibly a fall, as identified during evaluation. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: null. Device history batch: null. Device history review: null.

Event description:
It was reported by the field service engineer via email that after an unknown procedure the coupler az zoom would not focus. No patient consequences reported.